Manufacturer narrative:
(B)(4): the returned battery cap is stripped and will not properly power up. A test cap was able to carefully secure to pump. Pump was exercised with test battery cap for 24 hours on a 1 unit per hour basal rate. No power issues or rebooting was duplicated during this time. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specification. Review of the black box shows power on resets. Pump boots with pinkish contrast display screen. Visual examination was performed and a cracked battery compartment was observed extending from the threads to case seal. Unrelated to this complaint, the pump booted up with a pinkish contrast on the display screen; booted to normal contrast with replacement screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the reporter claimed the patient's blood glucose became elevated to "hi", possibly above 600 mg/dl after the subject insulin pump lost power. Reportedly, the reporter felt the patient's hyperglycemia was a result of not receiving bolus insulin via subject pump at the time of concern. The patient was placed on the backup plan. During troubleshooting, the animas representative conclusion power issue was due to the crack in the battery compartment. Although the issue is generally obvious and detectable by the user and the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged, this complaint is being reported due to possible use error and because the patient allegedly had elevated blood glucose above 600 mg/dl after the onset of the power issue.